Event description:
Didn't cause any injuries [no adverse event] head came out in mouth with the pin...spit out the tiny silver pin - oral-b [device breakage]. Case narrative: a mother reported via phone that the oral-b toothbrush head came out in her 9 year old son's (male) mouth with the pin. He spat out the tiny silver pin. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.